Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was no symbol indicating the cassette was unlocked. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "there was no symbol indicating the cassette was unlocked¿ was confirmed during the latch lock test. The probable cause was damaged flex circuit sensor. The flex circuit sensor was replaced, and performance verification testing was performed. Software was updated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.